Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. The DHR review confirmed that a v flange tracheostomy tube was used in assembly. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer received a straight flange tracheostomy tube instead of a v shaped flange tracheostomy tube. Further information indicated that the wrong label was on the product received. No patient involvement was reported.